Manufacturer narrative:
(B)(4).

Event description:
It was reported that when opening the blister pack for the implant (tsv4b10), the implant was not inside. Another implant was placed during the same surgery.

Manufacturer narrative:
The product packaging was lost during transit to zimmer biomet for evaluation. If the product packaging is located, the complaint will be re-opened and a supplemental medwatch report will be submitted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: IFU-4869 rev 7 (01/16) - instructions for use for tapered screw-vent, advent and trabecular metal implants. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The complaint is non verifiable. A singular cause cannot be determined. The following sections have been updated: (B)(4).